Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple temperature alarms while in a room temperature environment. Additionally, the customer observed the battery gauge to be fluctuating. The customer's blood glucose level was reportedly in the 210 mg/dl range. Reportedly, the customer cleared the temperature alarm and resumed insulin delivery successfully.